Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment confirmed the presence of a type ia endoleak. The root cause for the type ia is most likely anatomy related with the presence of thrombus and calcification in the aortic neck prior to implant.. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrected data: -remove results code 3233, add 3221. -remove conclusion code 11, add 22, 50.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). Reportedly, there was thrombus in the sealing zone. The device landed as expected at implant with successful seal. Approximately 30 (thirty) days post-op a type ia endoleak was identified. The patient is currently being monitored.